Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the physician encountered some communication issues between the rf head and the subject ICD. Communication was established with the inductive programming head. A message was also displayed on the programmer saying that the ICD was going to switch in vvi mode at 70 min-1.

Manufacturer narrative:
Preliminary analysis showed that the reported issues are linked to telemetry loss due to a bad rf link quality. User retried only once, and then tried to unplug the rf head.

Event description:
Reportedly, the physician encountered some communication issues between the rf head and the subject ICD. Communication was established with the inductive programming head. A message was also displayed on the programmer saying that the ICD was going to switch in vvi mode at 70 min-1.

Manufacturer narrative:
Preliminary analysis showed that the reported issues were probably linked to telemetry loss due to a bad rf link quality. User retried only once, and then tried to unplug the rf head.

Event description:
Reportedly, the physician encountered some communication issues between the rf head and the subject ICD. Communication was established with the inductive programming head. A message was also displayed on the programmer saying that the ICD was going to switch in vvi mode at 70 min-1.